Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser probe could not be inserted through the cannula. An alternate laser probe was used. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe was manufactured on october 30, 2017. There were 2184 paks associated with the lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual evaluation determined that there was excess adhesive residue on the cannula tip. The reported event was replicated, as the sample could not be inserted into 25 gauge trocar cannula. The probe was manufactured on october 30, 2017. There were 2184 paks associated with the lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).